Event description:
It was reported that during a meningioma surgery, the stryker drill bit broke. The drill bit was not immediately found, but significant bleeding was observed in the subdural space, along with an increase in intracranial pressure and the onset of cerebral herniation. The 2 mm drill bit fracture was found opposite a vein and an artery at the end of the right sylvian valley. Hemostasis with bipolar forceps, application of floseal and tachosil, absence of active bleeding at the end of the procedure. Clinical consequence and patient's current condition: right frontotemporal cortical arterial and venous injury with significant bleeding (exact blood loss unknown), prolonged operative time. The procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.